Event description:
On (B)(6) 2009, the patient reported that on (B)(6) 2009, he noticed insulin leaking from the cartridge of his infusion device when he removed the cartridge. He stated that about 4 units of insulin had spilled inside the cartridge chamber. He turned his device upside down. He said that yesterday he noticed insulin between the plunger and piston rod in the cartridge. He dried it with a cotton swab and inserted a new cartridge. He said today he noticed some moisture that smells like bad insulin. He was advised to dry it out with a cotton swab. On follow up with the patient on (B)(6) 2009, he stated he has no further insulin leaks. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.